Event description:
Non-sterile gloves rip very easily. In the last two days, 10 pairs of gloves collectively rip at palm area and fingers while doing patient care. While putting gloves on, they rip.multiple lot numbers are: zim406389081, zim410818967, zim409657183 and zim410818962.